Manufacturer narrative:
Zoll medical corp. Has not received the productor evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine preventative maintenance, the device failed self test and the device's display was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.